Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional, later reported, no complaint against the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device remains implanted.